Manufacturer narrative:
Based on the claim against the product by the customer noting no bipolar energy from the erbe generator, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer switched to the force triad generator to continue with the procedure. The isi field service engineer contacted the site's robotics coordinator who confirmed that the erbe generator was later working after the incident. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of the alleged no bipolar energy from the erbe cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, there was no bipolar energy from the erbe generator. It was noted that the vessel sealer worked with no issues while connected to the e-100 generator. The customer had swapped instruments to a backup fenestrated bipolar instrument, swapped to a new energy cable, and reseated the sterile adapter prior to calling in with no change. It was also reported that the monopolar energy worked with no issues. The customer replaced the drape on universal surgical manipulator (usm) 1 of the patient side cart (psc) with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to only connect the fenestrated bipolar instrument to the erbe generator. The customer connected just the fenestrated bipolar instrument and reported that they still did not have bipolar energy. The tse informed the customer they could use a force triad generator to provide energy using a cable. The tse walked the customer through connections of the force triad generator and continued with the setup. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed using a force triad generator and the customer was still using the force triad on other procedures since the issue returned. The customer power cycled the system, but the issue persisted. The patient was a female patient during a gastric bypass procedure.